Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 18 mg/dl. It was found the customer's low blood glucose was not caused by the insulin pump. No additional information provided.